Event description:
Preliminary disclosure form provided supplemental information that indicates that patient was implanted on the left side in addition to the right side (reported in a separate complaint). There is no known complaint for the left side at this time, but we are reporting it now in anticipation of litigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.